Event description:
The customer contacted physio-control to report that during a patient event their device would not detect the patient through the defibrillation electrodes. The customer arrived at the scene where a (B)(6) overweight male had collapsed and was unconscious. The event was witnessed by family members; however, the patient down was unknown. The device was attached to the patient, but the device continually prompted to connect the defibrillation electrodes. Another device arrived on the scene, and with the same defibrillation electrodes already attached to the patient, the device was able to detect the patient connection. The second device was not used to delivery defibrillation therapy as the patient was in asystole throughout the remaining of the event. With this reported issue, the device could not detect a patient and deliver defibrillation therapy if needed. Healthcare professionals on the scene of the event said that the device usage did not contribute to the patient outcome. The patient did not have a shockable ECG rhythm. The patient did not survive. No further details about the patient event or the patient were provided by the customer. Physio-control performed a clinical review of the reported patient event and also concluded that the device usage did not contribute to the patient outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer did not make available the defibrillation electrodes used during the event. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.